Event description:
A customer reported a minimum fill notification while attempting to load a new insulin cartridge. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to clean the pump's pneumatic tap area and to remove the pump from its case, which led to successfully loading the cartridge and resuming insulin.